Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized around the first or second week of (B)(6) 2017. The cause of death was kidney and liver failure. The caller stated that the customer had hepatitis c and fibromyalgia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by nurses over 2 days prior to passing. The nurses were worried that the customer was not pressing button correctly on the pump and was experiencing lows. The customer was not using sensors. The caller declined to return the insulin pump for analysis.